Event description:
During an ablation procedure, the doctor was unable to fully torque the catheter. With this device the tip of the catheter can be curved by manipulating the thumb control mechanism located in the handle of the catheter. The catheter was removed and changed to another product and the case continued without incident.